Event description:
It was reported that during an angioplasty procedure, the balloon was alleged to have a suspected hole in the balloon since balloon was not holding the pressure. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon catheter was received for evaluation. During visual analysis, residue was noted throughout the device. No other anomalies were observed. On functional testing, an in-house presto inflation device was used to inflate the balloon to 6atm and 15atm. Balloon inflated and maintained pressure. Further, the balloon deflated without any issue. No evidence of balloon rupture was noted. No other anomalies were observed. Therefore, the investigation is unconfirmed for the reported ballon rupture since the balloon inflated and deflated without any issue and no evidence of balloon rupture could be observed from the sample analysis. A definitive root cause for the reported balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025). H11: d2b (prc;onu). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was alleged to have a suspected hole in the balloon since balloon was not holding the pressure. The procedure was completed using another balloon. There was no reported patient injury.